Event description:
The field service engineer (fse) found a crack on one of the two skylight arms while he was performing the preventive maintenance on the system on site.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).